Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 2000022942/5155872. Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 363213.

Event description:
It was reported that the patient had an infection. Symptoms of small lump at the lead entry incision site and small oozing cyst at the anchor site were noted. It was not confirmed if the infection was device or procedure related. The patient was prescribed with antibiotics and underwent an explant procedure. All devices were removed and were not returned.